Event description:
A report was received stating on (B)(6) 2015, a tracheostomy tube's pilot balloon "became disconnected from the trach tube at the point of insertion into the tube" the reporter also stated the patient has a "slightly jagged and calcified area where the trach was inserted". However, the reporter did not think this condition caused 'the line to be cut' the patient was successfully re-intubated with a similar device. There was no patient harm reported. There was no serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). There was no lot number provided therefore the manufacturing date cannot be identified. In addition, the device history review cannot be performed without a lot identifier reported.